Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states she thinks the tie rod assembly in bent, causing the front wheels to barely not touch the ground.